Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The cannula became kinked during a high risk cardiac procedure, after interaction with guide. The case was completed with limited support of impella due to kinked cannula. After the procedure, the cp was removed. There was no patient harm reported.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Clinical states that the pump was kinked while manipulating the pump during insertion due to interaction with the guidewire. Pump was returned for investigation. A kink was confirmed in the cannula near the motor housing side of the pump. No other physical abnormalities were observed. Therefore, the root cause of the product damage issue was a kinked cannula that was a result of interaction with guidewire. Low pump flow: clinical states that the pump had flows of 3.3l/min due to the kinked cannula. Pump was returned and a cannula kink was observed near the motor housing of the pump. Therefore, the root cause of the low pump flow issue was a kinked cannula which was a result of interaction with other device.